Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg); bg value not provided. Suspected cause was due to pump software not working properly. Customer administered manual injections to treat elevated bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.